Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was delivered for increased pacing lead impedance on the left ventricular (lv) lead. A follow-up appointment in clinic was performed and upon interrogation, the lv impedance and capture threshold were noted to be increased and out of range, there was also phrenic nerve stimulation. It was suspected that lead damage may have occurred during an unrelated surgery in the past year. The lead was explanted and replaced and the patient was stable.